Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced pain, urinary problems, organ perforation, recurrence and bleeding. It was reported that the patient underwent mesh removal on 04/09/2013 concurrently with urethrolysis due to refractory urge incontinence and vaginal granuloma at mesh site. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a interstim stage on (B)(6) 2008 due to refractory urinary frequency and urgency and it was removed (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced refractory urinary frequency and urgency.

Event description:
It was reported that following insertion the patient experienced refractory urinary frequency and urgency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.